Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens, and the haptic tore off. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted.